Manufacturer narrative:
.

Event description:
The patient reported that they woke up one morning "waving at themselves" and their second implantable neurostimulator (ins) crashed without warning. The indication-for-use (IFU) was unknown. Additional information has been requested regarding the cause and resolution of crash, but it was not available at the time of this report. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.